Event description:
It was reported that the procedure was cancelled. The 90% stenosed target lesion was located in the severely tortuous and calcified left anterior descending (lad), right coronary (rca), and left circumflex (lcx) artery. A 1.50 mm rotablator plus and ce rotablator were selected for use. During the preparation, the rotablation failed due to console malfunction. Moreover, a damaged was noted on the protector tip. The procedure was not completed due to this event.

Manufacturer narrative:
The device was returned and evaluated by manufacturer. Inspection of the device did not identify any damages or defects. The rotablator was connected to the rotablator control console system. The rotablator advancer was able to reach optimal rpm with no resistance or issues.

Event description:
It was reported that the procedure was cancelled. The 90% stenosed target lesion was located in the severely tortuous and calcified left anterior descending (lad), right coronary (rca), and left circumflex (lcx) artery. A 1.50 mm rotablator plus and ce rotablator were selected for use. During the preparation, the rotablation failed due to console malfunction. Moreover, a damaged was noted on the protector tip. The procedure was not completed due to this event.